Event description:
It was reported the pt was unable to adjust the stimulation. The pt programmer display showed the "call your doctor" icon. A power on reset (por) condition was reported. The pt was redirected to contact the physician. Additional info has been requested from the hcp, but was not available as of the date of this report.